Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hair was seen in the bd integra¿ syringe with detachable needle during use before administering a vaccination. The following information was provided by the initial reporter: "caller stated she was about to administer a vaccine when she noticed there was a hair inside the syringe."

Event description:
It was reported that a hair was seen in the bd integra¿ syringe with detachable needle during use before administering a vaccination. The following information was provided by the initial reporter: "caller stated she was about to administer a vaccine when she noticed there was a hair inside the syringe."

Manufacturer narrative:
Investigation: one 3ml integra syringe with clear fluid inside in an opened blister pack from batch #9035616 (p/n 305270) was received and evaluated. It was observed there was a brown piece of foreign matter attached to the stopper in the fluid path. It appeared to be a single strand of hair and was lager than level 2 in size, which was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the material handling process.